Manufacturer narrative:
Initial and final MDR (B)(4)- MDR (B)(4) device 3 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 18-may-2024, it was reported by the patient that five infusions set fell off due to which hyperglycemia occurs within 6 hours of use. High blood glucose level was 425 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available.